Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and flow rate testing were performed. The set was found to operate within specification. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a japanese basal/bolus infusor had an overinfusion. This issue occurred during infusion of a non-baxter drug and saline. The customer stated that the actual flow rate was almost twice as fast as the expected flow rate. The height of the restrictor was unknown, but the customer stated that the patient kept the infusor bottle in his pocket close to his chest. The patient control module button was not used during the infusion. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.